Manufacturer narrative:
Patient demographic unknown. System was evaluated per mnav rep. On site and no issues could be duplicated. (B)(4). Trained site on proper technique for using the axiem system and had no other issues with system.

Event description:
Medtronic representative called to say the site reported flashing red/green status with the patient tracker and stylette with the axiem system. The surgeon claims there was no metal in the field. No impact on patient outcome reported.